Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 82,362 bd¿ slip-tip syringes ns were found with illegible scale print. The following information was provided by the initial reporter: "this is to inform that we found 82,362ea defective pieces with printing illegible in different areas".

Manufacturer narrative:
H6: investigation summary: two photos were received and evaluated. One photo displayed four 10ml syringes (p/n 304086) with print missing in various areas of the printed scale and the informational text. The second photo displayed two 10ml syringes with print missing in the informational text. The print appeared to be scraped off in all instances and the condition observed was non-conforming per product specification. Potential root cause for the missing print defect is associated with poor barrel feeding because of worn-out vibration blocks and improper paddle switch setup in response to the worn-out vibration blocks on the barrel feeder bowl leading to constant vibration/overfeeding. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 82,362 bd¿ slip-tip syringes ns were found with illegible scale print. The following information was provided by the initial reporter: "this is to inform that we found 82,362ea defective pieces with printing illegible in different areas."